Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2010 02:15:03. Daily pace impedance trend data shows an abrupt increase for rv pace=432 to 6224 ohms peak between (B)(6) 2010 and (B)(6) 2010. Three - ventricular nst (non-sustained tachycardia)<=200 ms average v-cycle between (B)(6) 2010 17:13:50 and (B)(6) 2010 13:37:47. Ventricular short interval count v-sic (short interval count)=13.4 counts avg/day, in 101.81 days, between (B)(6) 2010 15:41:12 and (B)(6) 2010 11:05:11.

Event description:
It was reported that the right ventricular lead had high impedance that triggered a patient alert, there was oversensing, and noise was noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead had high impedance that triggered a patient alert, there was oversensing, and noise was noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.